Event description:
A malfunction was reported on the pump, and there was no adverse impact to the customer¿s blood glucose level. The customer initially requested a reset, successfully reset the pump, and continued using it. Despite this, tandem technical support decided to replace the pump, advising the customer on steps for receiving and using the replacement, updating their software, and returning the malfunctioning pump.